Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of 9 years (108 months) due to prosthetic aortic stenosis and regurgitation. Based on the operative report, the patient was found to have essentially 2 of the 3 bioprosthetic leaflets frozen. This resulted in the valve area in the range of 0.2 to 0.4 sq cm. The patient was noted on tee prebypass to have 3+ mr and was decreased to 1+ mr after successful aortic replacement. The patient also had extensive calcification of the right coronary artery. The transverse aortotomy was reopened. The valve was nicely incorporated into the annulus such that the blood sucker tip actually helped mobilize the endothelium off the sutures, so that the surgeon could actually see the suture line, and cut it using all blade and/or metzenbaum scissors. Unfortunately, despite great care taking to excise the valve, the surgeon created a small muscular vsd and a small perimembranous asd. After excising the valve, the surgeon determined that there was a loose, somewhat obstructive atherosclerotic plaque involving the orifice of the right coronary artery. Accordingly, a blunt endarterectomy of the right coronary ostia was performed using standard coronary endarterectomy instruments. The vsd was closed with a portion of 6 x 1-cm basket patch with interrupted pledgets. The cephalad portion of the patch actually was used to place the valve stitches from the outside of the aorta, thus, not only securing the valve but also securing the patch. Total of 12 sutures were placed for the bioprosthetic valve. The 19 mm edwards bioprosthetic valve was then lowered and tied securely in place. The aorta was then closed in 2 layers. Tee was satisfactory showing an intact bioprosthesis valve with only 1+ mitral regurgitation.

Manufacturer narrative:
(B)(4) "essentially 2 of the 3 bioprosthetic leaflets frozen". Device not returned. Unfortunately, the sample device has been discarded; therefore no evaluation will be performed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Although the root cause cannot be investigated, the aortic stenosis and regurgitation was likely due to "the patient was found to have essentially 2 of the 3 bioprosthetic leaflets frozen" and "extensive calcification of the right coronary artery" that was noted in the operative report. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.